Manufacturer narrative:
Patient specifics with regard to age, gender and weight was not provided by the doctor. The doctor could not recall specific patient information. The doctor cleaned and re-cemented the crown for the patient using the same product, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Event description:
A doctor's office alleged that three (3) patients had experienced a debonding of restoration after placement with the maxcem elite product. This is the third of three (3) reports.